Manufacturer narrative:
The reason for this revision surgery was to remedy instability issues that the patient was experiencing after 2.5 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The explanted part was reported to have been given to the patient and not returned to djo surgical. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history shows there is one prior complaint related to this part but not pertaining to the failure mode "instability". This is the first complaint reported on this lot. A definitive root cause for the instability cannot be determined. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Patient requested components.

Event description:
Revision surgery - due to the patient having posterior instability that was associated with the position of the cup. The surgeon decided to remove the original cup and implant a new acetabular component with a larger femoral head.